Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon review, pacemaker mediated tachycardia (pmt) episodes were stored that appeared to be atrially or sinus driven. In addition, stored atrial tachy response (atr) episodes revealed farfield signal oversensing. Technical services (ts) reviewed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.